Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurement. Additional information obtained from a local field representative indicated that the physician suspected the out of range impedance was due to the ablation procedure the patient was having. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.